Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. Th cse replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The device passed extended all testing. (B)(4).

Event description:
A report rec'd from (B)(6) stated an 840 ventilator experienced a blank display. There was no report of patient involvement.